Event description:
The customer received questionable high digoxin results for four patient samples and for qc material. Of the data provided, only the results for two patient samples were discrepant. Patient sample 1 initial result was 4.7 ng/ml with a data flag. The sample was manually repeated with results of 3.1 ng/ml with a data flag and 2.9 ng/ml with a data flag. Patient sample 2 initial result was 2.5 ng/ml with a data flag. The sample was manually repeated with results of 1.6 ng/ml and 1.5 ng/ml. The final repeat results were believed to be correct and were reported outside the lab. No patients were adversely affected by the erroneous results. The digoxin reagent lot number was 17241801 with an expiration date of 09/30/2014. The field service representative found there was a failure of the sipper assembly. He cleaned the sipper and ran performance testing with all results within specifications. The customer calibrated as needed. All controls were acceptable to the customer and the system was performing to specifications. The field application specialist found the assay had a bad lot calibration. The customer put new digoxin reagent pack on the instrument to obtain new lot calibration. A successful calibration was obtained and qc results met their specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause due to the limited information available from the customer.